Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia when insulin delivery ceased after the cartridge ran out, and insulin delivery resumed following guided supply change troubleshooting. Symptoms included elevated blood glucose to 315 mg/dl without acute clinical sequelae. Outcomes included no medical intervention, no hospitalization, no emergency care, and no reported functional impacts. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that blood glucose was affected due to interrupted insulin delivery and that insulin delivery resumed after a supply change. It was concluded that the event was related to interrupted therapy with cause of hyperglycemia otherwise unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.